Manufacturer narrative:
The tubing popping off would disrupt the patient therapy. The clinician would need to replace the circuit during the procedure causing an interruption in patient therapy.

Event description:
There was patient involvement; however no serious injury or harm was indicated. Patient experienced laryngealspasms due to the delay caused. Tubing popped off machine during ventilation of a patient.

Event description:
There was patient involvement; however no serious injury or harm was indicated. Patient experienced laryngealspasms due to the delay caused. Tubing popped off machine during ventilation of a patient.

Manufacturer narrative:
The tubing popping off would disrupt the patient therapy. The clinician would need to replace the circuit during the procedure causing an interruption in patient therapy. The complaint of "tubing popped off machine during ventilation of a patient" regarding part wcaex9605a was not confirmed. The root cause was not determined but could possibly be a result of incorrect dimensions on the tubing connector. A risk assessment was performed, and the ultimate risk was determined to be medium. There was a non-conformance found during the inventory inspection so ncmr-03805 was created to address this issue. There have been 0 other complaints regarding the same part and a similar issue within the 24 months preceding the reporting of this issue. A resolution letter was sent to the customer. Complaints will continue to be monitored for possible trends.